Event description:
Per the clinic, the patient experienced dizziness with stimulation from the device. Reprogramming attempts were made, which improved the dizziness, however, the issue could not be resolved. The device was explanted on (B)(6) 2025 due to the incorrect placement of the electrode from initial implantation surgery. The patient was reimplanted with a new device during the same surgery.